Event description:
This notification is being reviewed due to a user of a dreamstation CPAP pro device with an allegation of visible foam degradation. There was no serious patient ham or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, visible foam degradation was observed within the device assembly. Error code 53 (indicating an issue with the pca) and error code 130 (indicating an issue with the pca) was found in the device log history. The device was scrapped.